Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to noise. After the lead was extracted, the physician noted an insulation abrasion on the lead.

Manufacturer narrative:
The lead insulation was abraded.